Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the connection broke, resulting in blood backflow and leakage. There was patient involvement, no injury was reported.

Manufacturer narrative:
D9 - date returned to mfg: 10/21/2025. H3: one used sample was received for evaluation. Visual inspection was performed, and one of the samples was observed to be broken at the asv-y-site connection. The luer taper remained bonded to the y-site. For the other sample, the connection remained intact however with crack marks on the asv valve. No other damage or anomalies were observed. The sample was leak tested at 45 psi for 30 sec. Using a hydrostatic pressure pump as per quality procedure and a leak was observed between the asv valve and the y-site. For the broken sample, the luer stuck in the y-site was plugged with a pin gage and the leak test was performed again. No leaks were observed from the bond site of the asv luer and the y-site. The customer complaint of leakage was confirmed, and the probable cause was due to excessive twisting/bending force on the asv luer. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.